Event description:
It was reported that the physician implanted a helex septal occluder to close a patent foramen ovale. Four hours post implant, the patient had cardiac tamponade. A pericardiocentesis was performed thereby resolving the tamponade. The patient is doing well.